Event description:
It was reported that the pt was complaining of hoarseness. The pt then went to an ent physician who stated that the vns could have caused some vocal cord paralysis. It is unk if the pt's vocal cords are actually paralyzed or not. Per clinic notes, the physician had increased the pt's output current around that time. On (B) (6) 2010, the pt's device was turned off. Attempts for further info have been unsuccessful to date.